Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse checked the system for leaks, probe pack placements, and aspiration /dispenses. No issues were identified. The fse ran dry wet water/wash. The numbers were low but nothing alarming. The cause for the discordant advia centaur xp (B)(6) result is unknown. The patient sample was not available for further testing and investigation. The instrument is performing within specifications. No further evaluation of the device is required. The information for use (IFU) states in the limitations section: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The information for use (IFU) states in the interpretation of results section: "if the sample is greater than 50, the specimen is (B)(6) for (B)(6) by the advia centaur (B)(4) assay. Note: when the advia centaur (B)(4) assay is used as a stand alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring (B)(6) during the perinatal period), all results (B)(6)should be considered initially (B)(6). Repeat testing and supplemental tests, such as the advia centaur (B)(4) confirmatory assay must be used to confirm the result." (B)(4).

Event description:
(B)(6) advia centaur xp (B)(6) result was obtained for a patient sample. The patient sample was respun and aliquoted. The sample was tested in duplicate and the results were (B)(6). The result was questioned by the physician. A redraw sample was obtained and tested at alternate laboratory. The result was (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.